Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and prime anomaly. The customer¿s blood glucose level was 326 mg/dl. The customer was treated with manual injection. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind and unable to complete all steps of prime rewind process. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm motor error alarm, prime/fill anomaly and unable to perform displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test due to detached end cap. The motor was tested outside of the device and passed.